Event description:
It was reported that the patient was presented to the hospital with palpitations. It was also noted that the patient's atrial lead exhibited p wave amp variation. Chest x-ray confirmed that the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.